Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during an internal fixation surgery, the 2.0/2.7mm double-ended drill guide broke inside the patient. Surgery was resumed, without any delay, with a back-up device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
Sections d4 and h4 were updated. Internal complaint reference number: (B)(4).

Manufacturer narrative:
Sections b5 and d10 were updated according to the investigation findings. Upon completion of the pending investigation activities, a supplemental report will be sent. Internal complaint reference number: (B)(4). Sections d1 and d2 were corrected.

Event description:
It was reported that, during an internal fixation surgery, the 2.0/2.7mm double-ended drill guide broke inside the patient. Surgery was resumed, without any delay, with a back-up device. Patient was not harmed as consequence of this problem. Upon evaluation, it was confirmed that the drill bit broke inside the 2.0mm side of the double-ended drill guide.

Manufacturer narrative:
H3, h6: the associated device was not returned for evaluation and the reported event could not be confirmed, therefore, the contribution of the device to the reported event could not be corroborated. A review of complaint history revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. An historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device confirms a drill bit broke inside the 2.0mm side of the device, rendering the device inoperable. The device shows signs of significant wear and use. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. As the device broke and it can no longer fit its purpose, the contribution of the device to the reported event could be corroborated. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.